Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Siemens investigation noted that the sample produced a low/normal ctnt (troponin t) result from one of the alternate-method tests. This assay measures a different form of troponin and has different specificity and sensitivity characteristics than the troponin I assay. Quality control results were within expected ranges at the time of the initial testing, and the atellica im tnih results were reproducible. This indicates a sample/patient-specific incident. Insufficient sample remains for further testing by the customer or by siemens. Ultimately, the customer obtained an elevated result from an alternate troponin I assay: 109 ng/l (reference cutoff for males: 20 ng/l). The atellica im tnih method is a high sensitivity troponin I method, whereas the initially-used alternate test method is a point-of-care, conventional-sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica tnih will produce similar results to those from the alternate method. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." A product performance issue has not been identified. The customer is operational; no further investigation is required. Note: due to a form-rendering issue, the product expiration date is not shown. The expiration date is 2023-04-05.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. An initial elevated tnih result (above assay cutoff) was obtained and reported to the physician. The doctor questioned the result, and the sample was re-tested in duplicate on the same atellica im analyzer, producing similarly elevated results. Testing using an alternate method produced a much lower ctni result. The customer investigated further by testing using additional methods, and concluded that endogenous sample interference was likely responsible for the observed discordance. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant atellica im tnih results.